Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose between 500 mg/dl and 600 mg/dl due to kinked cannula. Caller reported that issue was resolved with tape.